Event description:
Reportedly, when surgeon was harvesting vein graft to ensure hemastasis, the device's handles were squeezed and the clips cut and damaged the graft. This condition was repaired by using suture.